Event description:
Olympus medical systems corp. (Omsc) informed from the user that during the preparation for use it was found that the endoscopic image of the subject device was not displayed. The occurrence date of event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -the camera cable was broken. Based on the information provided by omsc, omsc surmised that the reported phenomenon was attributed to the breakage of the camera cable however, the exact cause of the breakage of the camera cable could not be conclusively determined. Omsc checked the device history record of the device, there was no irregularity found. If additional information becomes available, this report will be supplemented.